Event description:
It was reported that the pt was admitted to the hospital due to withdrawal symptoms; specific symptoms were not provided. Per the reporter, the pump started alarming. It was noted that the pt had done nothing out of the usual that day. The pump was interrogated and showed that it was in safe mode. The pt was put on oral medications and the pump was filled with saline. The type of medication being administered via the pump were not reported. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4)